Event description:
The customer observed falsely elevated sodium and creatinine results generated on the alinity c processing module. The results were not released from the lab. The following results were provided: initial sodium 187 mmol/l, repeated 137 mmol/l. Initial creatinine 2.60 mg/dl, repeated 1.82 mg/dl. Initial sodium 170 mmol/l, repeated 134 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Data and information provided by the customer were reviewed and support the complaint issue. The field service representative (fsr) inspected the module, found signs of overflow on the cuvette segments and determined the cuvette wash probe #2 and #3 (B)(6) the cause of the result issue. No additional discrepant result issues have been reported since the service inspection. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. Review of tracking and trending did not identify an increase in complaint activity related to the complaint issue. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated sodium and creatinine results generated on the alinity c processing module. The results were not released from the lab. The following results were provided: initial sodium 187 mmol/l, repeated 137 mmol/l. Initial creatinine 2.60 mg/dl, repeated 1.82 mg/dl. Initial sodium 170 mmol/l, repeated 134 mmol/l. No impact to patient management was reported.